Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy for supraventricular tachycardia (svt), with one shock inducing polymorphic ventricular tachycardia (vt) and the shock that followed it successfully terminated the vt. Technical services (ts) was consulted and reviewed stored episodes, with the patient having poor morphology for the measured signals. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported. This device has been returned for analysis. No information regarding the explant procedure has been received. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy for supraventricular tachycardia (svt), with one shock inducing polymorphic ventricular tachycardia (vt) and the shock that followed it successfully terminated the vt. Technical services (ts) was consulted and reviewed stored episodes, with the patient having poor morphology for the measured signals. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy for supraventricular tachycardia (svt), with one shock inducing polymorphic ventricular tachycardia (vt) and the shock that followed it successfully terminated the vt. Technical services (ts) was consulted and reviewed stored episodes, with the patient having poor morphology for the measured signals. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported. This device has been returned for analysis. No information regarding the explant procedure has been received. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy for supraventricular tachycardia (svt), with one shock inducing polymorphic ventricular tachycardia (vt) and the shock that followed it successfully terminated the vt. Technical services (ts) was consulted and reviewed stored episodes, with the patient having poor morphology for the measured signals. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported.